Event description:
A balloon ruptured following multiple inflations at 14 atmospheres during an arteriovenous hemodialysis fistula graft dilatation. Following balloon rupture, it was noted balloon material had detached in pt. Follow up indicated this balloon catheter was used to successfully dilate venous side. Balloon catheter was then removed without incident and advanced through an introducer sheath to arterial side. A great deal of resistance was encountered during advancement of catheter into sheath prior to balloon rupture. A cutdown was performed for successful removal of detached segment. Pt's condition is good. Device has not been received for evaluation. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both proximal and distal aspects of graft may necessitate balloon manipulation through plaque or calcification. It was also indicated resistance was encountered during advancement of device to arterial side which may have contributed to this event. However, without evaluating device, co's unable to determine exact cause for this event. Co's directions for use state: "if loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue procedure. Deflate balloon. Do not reinflate and remove carefully".

Manufacturer narrative:
A portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was missing from the catheter shaft and was not returned for evaluation. The distal bond was not present on the catheter shaft, however, adhesive was noted. A fragment of balloon material was noted on the proximal balloon bond. It was indicated a great deal of resistance was encountered during advancement of the device which may have contributed to this event.